Manufacturer narrative:
Due to character limit in e1: full event site telephone: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and stated that we are currently waiting for the materials. The equipment is currently functioning normally and is in use at the hospital. No further repair information is available.

Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) has error codes 118, 77, and 7 appeared. There was no patient involvement.